Event description:
Technician alleged that the bed is not going into reverse trendelenburg. No patient impact.

Manufacturer narrative:
The technician replaced the connector cable assembly to resolve the issue.